Event description:
It was reported that the patient developed a granuloma with drainage at the site of incision approximately six years after implant. The device and leads were removed and will be replaced after completing antibiotic therapy.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.